Event description:
Review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed a pulse test. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval the monitor failed a pulse test with associated code 203 - pulse test fault. The cause for the pulse test failure was isolated to broken solder connections on processors u900 and u901 on the monitor c/a board. The root cause for the broken solder connections on u900 and u901 could not be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.